Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior. Leak test and microscopic analysis was performed which identified a sharp opening on the posterior and an observed void >1 mm in the non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp pattern on the posterior opening of the device assessed as an unidentified (tear) opening.

Event description:
Additionally healthcare professional reported "hole in radius (edge)." Device has been explanted.